Event description:
On april 20, 2000, account reported out an axsym bhcg value of 0.0 mu/ml. A physician questioned the result because the previous result had been 34,000 miu/ml. The lab pulled and re-ran the sample and generated a similar result (approx 34,000 miu/ml, exact value not available). There is no report of impact on pt management.